Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 67, 64 and 62 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/28/2017 and open vial date is 01/11/2017. The customer stated that his diet is not good. The customer stated he takes his blood test fasting in the mornings and the evenings. The meter memory was reviewed for previous test result history: the 67mg/dl (B)(6) 2017 05:50 am fasting:yes, the 64mg/dl (B)(6) 2017 05:49 am fasting:yes, the 273mg/dl (B)(6) 2017 10:35 pm fasting:yes, the 62mg/dl (B)(6) 2017 07:32 am fasting:yes, the 50mg/dl (B)(6) 2017 07:18 am fasting:yes. Memory concerns: the customer is concerned with the results of 67,64,62 and 50mg/dl in the meter's memory he advises that if his blood sugar goes below 80 he start to lose sight in the right eye and at 50 he would have insulin shock. He had no symptoms at all.